Event description:
It was reported that there was noise on the electrocardiogram (ECG) leads for the programmer. It was further reported that there was noise on the analyzer during lead testing. The programmer and the analyzer were returned for service. It was indicated that there were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. No leads were returned with the devices so unable to test leads. The analyzer passed functional testing. A 2067 radiofrequency programmer head. (B)(4).